Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of historical data, and labeling and instrument service. No adverse trend, systemic issues, or nonconformances were identified. Labeling was reviewed and found to be adequate. The issue was resolved by cleaning the nozzle pairs, part number 2-89269-02. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
The incorrect date was documented in manufacturer report number 1628664-2018-02015. It was documented as 10/22/2018 and should have been documented as 01/11/2019.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results while using clinical chemistry magnesium reagents. The following data was provided. The customer uses reference range 1.5 to 2.5 mg/dl. Sid (B)(6) initial 7.2 mg/dl, repeat 1.9 mg/dl. No impact to patient management was reported.